Event description:
It was reported that the screen came off the pump, which affected their ability to interact with the device. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.